Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It has been reported that after removing the foley catheter by draining sterile water from the patient being held, the cuff of the balloon was found to be turned back and wrinkled cuff roll were formed.

Event description:
It has been reported that after removing the foley catheter by draining sterile water from the patient being held, the cuff of the balloon was found to be turned back and wrinkled cuff roll were formed.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual: received 1 all silicone foley catheter with syringe. Upon visual inspection no mushrooming present. Catheter filled with 10ml mbs using returned syringe. 10ml deflated within 01min03sec. After deflation mushrooming was present. Also received 3 photo samples. First photo sample shows top view of catheter used for reported event. Second photo end of catheter with deflated balloon. Third photo shows inflation cap. Therefore, the reported event is confirmed and does not meet specifications per ip760344 rev 0 which states "balloon must not cuff after deflation in accordance with w76qa010". The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.